Event description:
Via a third party legal associate, cordis was made aware of a complaint filed in the state of california, alleging a relationship between the cyphe rstent and a patient death. No additional information was given. Additionally, no additional information is available or forthcoming at this time.